Event description:
It was reported that the asymptomatic patient presented with one aborted shock due to suspected low high voltage lead issue. Configuration changes or replacing the lead were suggested. The patient will be monitored with routine follow ups. No further information is available.